Event description:
It was reported, that "the balloon would not hold air." There was no reported pt injury and/or change in therapy. The involved device has not been returned for analysis and investigation as of the date of this report.

Event description:
It was reported "the balloon would not hold air." There was o reported pt inury and/or change in therapy. The involved device has not been returned for analysis & investigation as of the date of this report. Reference : section h6 for lab analysis results.